Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation found no pressure issue; the over vacuum alarm is an indicator to alert the user there is an issue in the vacuum circuit. The device was also found unable to charge, establishing a relationship between the device and the charging event. The root cause was identified as a defective dc inlet port. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the renasys go had visible dents, the dc-inlet port was broken and it displayed the message: "therapy stop, over vacuum, restart the device". During service evaluation the device was found unable to operate on ac or battery power and could not recharge the battery. The housing was damaged. No patient was involved.